Event description:
A patient specific implant implanted on an unknown date reportedly became infected, and was removed on an unknown date.

Manufacturer narrative:
Additional information has been requested. Investigation is on-going. No conclusion can be drawn, review of manufacturing records has been requested.